Event description:
On (B) (6) 2006, the patient was implanted with gore tag thoracic endoprosthesis treatment of a thoracoabdominal aneurysm measuring 5.55 cm and common repair of the left external iliac artery, with stenting of the left common iliac artery. Due to acute renal failure, the patient underwent crrt. The patient had an increased troponin level. On (B) (6) 2006, the patient underwent treatment for renal failure requiring insertion of a long term hemodialysis catheter. On (B) (6) 2006, the patient was discharged to another hospital. On (B) (6) 2006, the patient expired. The cause of death is unknown.

Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-released specifications. The instructions for use (IFU) for gore tag thoracic endoprosthesis states under patient selection and treatment: the risks and benefits discussed in summary of (B) (6) studies should be carefully considered for each patient before use of the gore tag thoracic endoprosthesis. Additional considerations for patient selection include but are not limited to: co-morbidities (e.g., cardiac, pulmonary, renal). The final treatment decision is at the discretion of the physician and patient. Additionally, the IFU states: potential device or procedure related adverse events complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: cardiac (e.g., arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), renal insufficiency/failure, death.